Manufacturer narrative:
Initial reporter is company representative. Investigation summary: service & repair evaluation: the customer reported the item failed in calibration. The repair technician reported the socket wrench did not meet calibration. Torque test failed is the reason for the repair. The cause of the issue is unknown. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review: part # 03.641.004. Synthes lot # h130932-12. Supplier lot # h130932-12. Release to warehouse date: 19 oct 2016. Supplier: avalign technologies-nemcomed. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, that during testing at service and repair, a socket wrench for vertical expandable prosthetic titanium rib (veptr) nut failed in calibration. There was no patient involvement. This is report 1 of 1 for (B)(4).